Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in extrusion of the receiver/stimulator. The patient was treated with antibiotics, (type not reported) but this did not resolve the problem. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.